Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. An 8fr sheath and a guidewire were inserted from the left femoral artery, but the guidewire could not be advanced through the left external iliac artery. Intraoperative angiography revealed a dissection at the bent site of the left external iliac artery. For treatment, a gore® viabahn® vbx balloon expandable endoprosthesis was implanted to cover the entry site of the dissection. During deployment of the trunk ipsilateral leg endoprosthesis, the left internal iliac artery was unintentionally covered about half, by the left leg device. It was reported that the pushing-up technique was not successful during device deployment. During final angiography, it was confirmed, that the left internal iliac artery was almost occluded. Reportedly, after closure, the pulse became weak in the patient's left leg. When the guidewire was re-inserted, the pulse seemed to recover. The physician determined that the weak pulse was due to a bent and compression of the vessel site in the left external iliac artery, at location where stent grafts were not placed (vessel site between the distal of trunk ipsilateral leg endoprosthesis and the proximal of vbx). For treatment, to repair the vessel bend and also to cover the false lumen of the dissection where it was not covered by the vbx, an additional stent graft was implanted to the left iliac artery in a position to intentionally cover the left internal iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.